Manufacturer narrative:
This report is submitted on september 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 27, 2018. (B)(4).